Event description:
A report was received that the patent's precision system was explanted because the patient felt it was ineffective. The patient's implanting physician was unaware of the explant. No further information is available.